Event description:
A report received from the USA stated at 840 ventilator experienced a loss of communication with the graphical user interface (gui). It is unknown if there was patient involvement. The date of the event is unknown. Although requested, no additional information is available.

Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the malfunction. The cse replaced the graphical user interface (gui) central processing unit (cpu) printed circuit board (pcb). The device passed extended self-test (est), short self-test (sst), and the performance verification test (pvt). Covidien ref: (B)(4).